Manufacturer narrative:
The ams 800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. Inspection of the remainder of the device revealed no other damage or irregularities. The balloon passed functional testing at 66.9cm h20. The product specifications are rated for 61-70 cm h20. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The ams 800 control pump was visually inspected and functionally tested. No leaks were found. Inspection of the remainder of the device, revealed no other damage or irregularities. The pump passed functional testing and performed within product specifications. System components: pump. Model- 72404127. Lot sn- (B)(6). Cuff model- 72404130. Lot sn- (B)(6).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss at unknown site. A patient outcome of stable was reported.

Manufacturer narrative:
System components: pump: model- 72404127, lot sn- (B)(4). Cuff: model- 72404130, lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss at unknown site. A patient outcome of stable was reported.